Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: follow-up was done with the surgeon on patient condition. According to the surgeon, this patient presented different vascular structure compared to others. The blood circulation didn't fully supply to the anastomosis hence caused tissue ischemia. They inspected staple line during revisionary surgery and found that the staple still intact.

Event description:
It was reported that patient had posterior anastomotic leak at post op day 7 with tissue ischemic condition. Pt complained abdominal pain during follow up on post op day 7. Pt underwent revisional surgery of hartmann's procedure on post op day 8. During the surgery, cdh29p been used. Surgeon fired under guidance and follow odp, closing till finger tight with orange indicator within green zone and 15sec pre-compression, follow by tightening again. Both donuts were complete with good size and negative air leak test. Procedure: lap anterior resection.